Event description:
During a percutaneous endoscopic gastrostomy (peg) procedure, the "snare" used to grasp the blue thread, broke/malfunctioned; new snare had to be obtained and used to finish procedure.